Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that all keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was intact and all buttons responded normally to button presses. The allegation of a keypad button response issue could not be duplicated. The keypad cover was removed and there was no defects found to the button contacts. The pump casing was removed and there was evidence of moisture found on internal pump components, including on the keypad flex. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.